Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The blood glucose reading was 300 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The customer did not have a new battery to try and was advised to call back if the alarm recurred. The insulin pump was not replaced or returned for analysis.